Manufacturer narrative:
The field service representative replaced the measuring cell and pinch valve tubing and seals, adjusted the sample/reagent probe and sipper probes, and cleaned the tip. The customer was able to run successful quality controls and calibration after the field service representative¿s actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results on a cobas e 411 immunoassay analyzer. The initial result was 55.46 ng/l at 13:58 and the repeat result at 14:23 was 6.00 ng/l with a data flag. The initial result was questioned by the doctor and requested for the sample test to be repeated. These results were reported outside of the laboratory. The reagent lot number is 416799 and expiration date: 30-nov-2020.